Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device did not fire properly. The staples on the distal tip did not form all the way. The site used another device to complete the procedure. There was no patient consequence.